Manufacturer narrative:
Follow-up #1: date of submission 07/21/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/02/2015 with the following findings: the keypad is torn. All buttons respond to presses appropriately. No other damage found to pump. Battery cap unavailable for testing; test cap used for investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump keeps coming apart and they have not worn in for several months. There is no additional information at the time of this report. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.